Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that this patient¿s pump had a motor stall and was returned. No additional information was provided. Additional in formation has been requested, but was not available as of the date of this report.